Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod's cannula retracted, indicating a needle mechanism failure. The pod's cannula did not insert into the skin, the pod's pink slide moved forward. When the pod was removed, the cannula was only halfway out. The pod was worn between 4 and 24 hours. The blood glucose level reached between 181 mg/dl and 250 mg/dl. No treatment was mentioned.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported needle mechanism failure. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were found regarding the reported needle mechanism failure complaint. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined. Upon testing the fluid path, a tear was observed on the left side of the exposed portion of the soft cannula. Fluid was observed to leak from this tear. The tear was measured to begin 0.746 inches from the nail head and end 0.797 inches from the nail head.